Manufacturer narrative:
(B)(4). Section g4: the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: the subject mr290v vented autofeed humidification chamber provided with an rt200 adult ventilator circuit kit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber was found with a crack on the chamber's dome prior to patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section g4: the rt200 adult ventilator circuit dual heated with mr290 autofeed chamber is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject mr290v vented autofeed humidification chamber, additional information, and photographs were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation. The subject device was not returned to f&p healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the provided photographs identified multiple cracks on the dome of the mr290v vented autofeed humidification chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the damage to the mr290v vented autofeed humidification chamber. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The user instructions that accompany the rt200 adult ventilator circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v vented autofeed humidification chamber provided with an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber was found with a crack on the chamber's dome prior to patient use. There was no patient harm reported.